Manufacturer narrative:
(B)(4). The technical support engineer troubleshot the issue with the customer over the phone. The customer to replace the touchscreen printed circuit board. Medtronic was not authorized to service the ventilator.

Event description:
It was reported the ventilator generated screen block messages. The ventilator was not on a patient at the time of the event.